Event description:
Additional information received reported the device system delivered morphine. It terms of how the patient was now doing it was reported ¿no know problems at present. Pump is working and patient is receiving therapy¿.

Event description:
It was reported that the patient felt an uncomfortable heating in the area of the pump during an MRI. The patient was taken out of the MRI. It was noted ¿MRI not related diagnosis the mdt device/therapy for any issue¿. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).